Event description:
While stapling over the vena cava the stapler would not fire and also would not release we had to break the handle to get it to release the vessel. We opened a new stapler that functioned normally.